Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider later reported ¿flattened lymph nodules in the right axilla with central lipomatosis in the hilus, but with a slightly increased cortical thickness of up to 4.2 and 4.3 mm¿ the device has been explanted and replaced with non-allergan device.

Event description:
Patient's health insurance provider reports a patient with granuloma. The status of the device is unknown. Right side.

Manufacturer narrative:
Phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: suspected alcl contralateral side.